Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet capture and unspecified tissue injury (leaflet damage) are related to patient conditions (nature of the leaflet anatomy). Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed. The second clip was prepared and advanced. Grasping was performed multiple times but when closing the clip, the posterior leaflet was slipping out even though imaging confirmed 10 mm inside and orientation was perfect. After the third grasp, it was noticed that the posterior leaflet has been damaged and there was a mobile part of it and mr increased significantly. Imaging confirmed that there was a new perforation in posterior leaflet. The second clip was deployed laterally to contain some of the mr and the final grade was 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed. The second clip was prepared and advanced. Grasping was performed multiple times but when closing the clip, the posterior leaflet was slipping out even though imaging confirmed 10 mm inside and orientation was perfect. After the third grasp, it was noticed that the posterior leaflet has been damaged and there was a mobile part of it and mr increased significantly. Imaging confirmed that there was a new perforation in posterior leaflet. The second clip was deployed laterally to contain some of the mr and the final grade was 3-4.